Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer's returned test strips (2 strips) were measured on reference meters with a high level control sample: testing range: (2.5 - 3.1 inr). Qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(6) when compared to a laboratory result using an unknown method. The meter result was 4.4 inr and 10 minutes later the laboratory result was 3.1 inr. The patient's therapeutic range is 2.5-3.5 inr.